Event description:
This is filed to report the clip becoming caught in the chords causing tissue damage.it was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mitraclips were successfully implanted. An nt clip (11208r107) was advanced in the patient however it became caught in the chords. Standard troubleshooting was performed to free the clip but there was tissue damage noted afterwards. The clip was removed from the patient and exchanged. Two additional mitraclips were implanted reducing the final mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficulty removing the clip from anatomy could not be determined. The reported tissue injury appears to be a cascading event of the difficulty removing the clip from anatomy. Additionally, the reported patient effect of tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.